Manufacturer narrative:
Continuation of d10: product ID. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding an implanted infusion pump. It was reported that the rep was going to see a patient later on (B)(6) 2025 and they had reported it was taking longer to deliver a bolus with their handset. When asked if a connection/90% lag occurred when delivering a bolus, the rep stated "yes, taking longer to deliver the bolus". Technical services reviewed how to clear data on the personal therapy manager (ptm). Clearing data resolved the issue.